Event description:
T was reported that it was noted on a remote monitoring transmission, the lead impedance measurement had increased and there were very large fluctuations in impedance with some high measurements. The patient will be followed up in the clinic and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.